Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, transplant medications did not populate as "due now", since user followed non-standard frequencies and stated that this limitation led to missed doses. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the transplant medications did not populate as due now. A technical support specialist (tss) checked the timing records option for order#: (B)(4) and verified that the blue bubble was mapped and the repeat pattern code was set to daily. However, the standard code was set to qam, which displays in the morning. It was unclear if this standard code was configured properly or if it should be assigned to another code. The tss recommended verifying who performed the initial configuration and requested a sample of a working configuration. The customer did not respond, so the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, transplant medications did not populate as "due now", since user followed non-standard frequencies and stated that this limitation led to missed doses. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.